Event description:
The pt had a penile porsthesis paced and subsequently it has been revised three times. The dates are not known to this reporter. The pt has a malfunctioning prosthesis. A new penile prosthesis was implanted. The original implant was done in 1979.